Event description:
It was reported during a endometriosis with anterior resectin procedure that the shears stopped half way through the operation. No tone, just stopped. After re-torquing, it would not work. That was the surgeons 2nd shear in that case. The jaw broke as well as, during the last bit of the operation. They retrieved it.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and a solid tone was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use. "Avoid accidental contact with all metal or plastic instruments or objects when the instruments is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error."